Manufacturer narrative:
(B)(4). D10: concomitant devices - nexgen stemmed precoat tibial component size 6 catalog#: 00598004702, lot#: 63479437, nexgen lps-flex option cemented femoral component size f right catalog#: 00596801652, lot#: 63574669, nexgen standard cemented all poly patella size 35mm catalog#: 00597206535, lot#: 63479752. G2: foreign - event occurred in france. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability and audible noise from the knee secondary to polyethylene implant fracture approximately nine (9) years post-operatively. Attempts have been made, however, no additional information is available.